Manufacturer narrative:
The customer has not returned any product. The sample for the result of 5.0 inr was obtained from the patient's catheter port. Product labeling states that when a patient is on intravenous infusion therapy, do not collect the sample from the arm receiving the infusion line. A sample taken this way can be contaminated with infusion liquids which may have caused the discrepant result with the "c" next to it. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
A nurse complained of erroneous inr results for 1 patient tested on coaguchek xs plus meter with serial number (B)(4). At 11:33 a.m. A nurse obtained a sample from the patient's catheter port and the result from the meter was 5.0 inr with a "c" on the display. The nurse did not expel any blood prior to obtaining the sample. At 1:46 p.m., a different nurse tested the patient by finger stick and the result on the meter was 3.0 inr. The result of 3.0 was believed to be correct since the patient¿s last inr was 2.8 inr. A laboratory test was also performed, however that result could not be provided. No adverse event occurred. The patient was not treated based on either meter result and is in "normal" condition. The patient¿s therapeutic range is 2-3 inr. The patient does not have antiphospholipid antibodies and is not on any direct thrombin inhibitors. The patient is on lovenox and her last dose was at approximately 9:00 a.m. The meter and test strips were requested for investigation. Relevant retention test strips (lot 208403-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.

Manufacturer narrative:
The investigation determined that the test strip lot number of 20840311 provided by the customer is not a lot number manufactured for the coaguchek xs meter. As no product was returned and since the lot number is not manufactured for the coaguchek xs device, no specific retention testing was possible. However, routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.